Event description:
Customer reported via phone that they were hospitalized for high blood glucose readings. Customer is unsure of the blood glucose readings at the time of the hospitalization. Customer stated that they had high blood glucose readings and keytones. Customer was treated and released once the blood glucose readings were stable. Customer further mentioned that for the past two days they have been blousing however their blood glucose readings do not seem to come down and believe that the insulin pump has a delivery anomaly. Customer stated that they are then forced to treat with an injection which seems to lower the blood glucose readings. Caller mentioned having blood glucose readings of 600 mg/dl and stated that they remained that high despite blousing. Customer also mentioned having a chest x ray done while wearing the insulin pump. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Displacement test was also performed and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.